Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The left and right plunger cases were damaged. The top case was chipped and cracked. There was a check clutch/ plunger lever error in the event history log. Customer stated problem was verified during occlusion tests. The technician was able to duplicate the reported issue. The root cause of the reported issue was found to be a piece had broken off the right plunger case and left case was damage. The technician replaced the damaged left and right plunger cases, replaced the clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 5 years old.

Event description:
It was reported that the check clutch/plunger error occurred. No patient injury was reported.